Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time.

Event description:
It was reported that a small piece of the instrument broke during surgery. The broken piece was recovered. No injuries or delays reported.